Event description:
A report was received that the patient was experiencing pain at the ipg site, abdomen and leg since implant due to the ipg pushing against a nerve. It was reported that the pain was present whether the stimulation was on or off and that there was swelling and redness at the incision site. It was noted that the patient also had a fever. Initially, infection was suspected but determined to be negative. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.